Event description:
The lock on the end of the biliary tube snapped off while trying to insert the tube. It was replaced with another tube and the patient was not harmed. It seems there was a defective lock.